Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message during the insulin cartridge change; the device did provide an acoustic alarm. This occurred in the evening on (B)(6) 2018 and the patient went to bed without wearing the infusion device. In the morning on (B)(6) 2018, the patient went to the doctor due to elevated blood glucose levels. The blood glucose results from the lab were 652 mg/dl at 10:17 a.m. And 521 mg/dl at 11:29 a.m. The diabetes specialist treated the patient with insulin via pen. The infusion device started working without any issues after the battery was changed at the doctor's office. The infusion device is not expected to be returned for product evaluation.